Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation inside the original opened shipping tube with attached IFU. As received, the catheter body was found completely broken 4 cm from the hub bonding in the package. A white, clear material was observed on the catheter body around the broken area. The cross surface of the broken catheter appeared uneven and rough. Further examination found the catheter tube to be bonded to the gray shipping tube due to adhesive pooling from the bond where the clear adaptor is bonded to the gray shipping tube. A cut away was performed to expose the bonded area. A clear adhesive trail from the bond site and the catheter body tube is sitting in the adhesive pool, bonding it to the gray shipping tube. The white powder like substance is consistent with cynoacrylate residue, a material used during manufacturing to bond the gray tube and clear adaptor. No damage to the gray shipping tube, cap, or stylet wire was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of ¿it was unable to remove the catheter from the plastic case after the cap was opened¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "it was unable to remove the catheter from the plastic case after the cap was opened before use. Further detail is unknown." There were no patient complications reported.